Manufacturer narrative:
Field service engineer checked out the system reseating all connections. Fse reloaded modem drivers and updated the fpga0 driver per service manual. Fse then verified proper operation of the infimed system per service manual. Unit returned to full service by the customer.

Event description:
In 2009: customer reports no fluoro was available and no camera was detected for the urology suite. The procedure was completed in a back-up urology suite. There was no known adverse effect to the patient.